Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial procedure, the physician was unable to implant the lead due to patient anatomy. As a result, the trial was abandoned.